Manufacturer narrative:
Based upon the info received and the visual examination, it was concluded that instrument b was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Instrument a was cycled, fired, cut, and formed the staples within design spec. It was concluded that instrument a was fully functional and conforming to design specs. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.

Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the first device jammed in the closed position after introduction. A new device was introduced and it stapled without cutting. There was no consequence to the pt.